Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The company representative reported while using the vela ventilator; the unit displays motor fault alarms. The company representative reported no patient involvement is associated with the event.

Manufacturer narrative:
Results of service evaluation: the carefusion service department received the suspect vela ventilator for repair and evaluation. The service group duplicated the customer event and isolated the main board as the assembly causing the event. If the repair is not approved, the device will be returned to the customer ¿as-is¿ with no further failure analysis investigation. This issue will be internally investigated within carefusion.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed. The reported issue was confirmed and able to be duplicated in a laboratory setting. The r608 is faulty. This issue will be internally investigated within vyaire.